Manufacturer narrative:
Pt gender/sex: unknown/not provided. Implant date: if implanted, give date: not applicable, as the lens was only partially inserted. Explant date: if explanted, give date: not applicable, as the lens was not implanted. Se(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 24.5 diopter intraocular lens (iol) got stuck in the wound. Iol was removed without the incision being enlarged, however the physician did enlarge the incision to implant the replacement lens. No patient injury and no suture was required. Lens was replaced by another lens of the same model and diopter.

Manufacturer narrative:
Device available for evaluation yes, returned to manufacturer on 10/12/2016. Device returned to manufacturer yes. Device evaluation: the device was returned to the manufacturer. Visual inspection was performed and the lens had smooth edges (including the haptics). There were no defects observed that were associated to the issue reported. The lens issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There is no non conformity report found in the manufacturing record review related to the complaint. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.